Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that there were couple episodes of ventricular noise reversion episodes upon interrogation. Intermittent noise were noted on egm, low level and consistent waveform characteristic of emi were noted too. Physician will continue to monitor.